Event description:
Sheath continuously leaks blood throughout procedure. Even though it works, it is a risk for the staff operating because staff are exposed to increased amount of the patient's blood. This facility has had multiple similar events with this product within the last month. The manufacturer has been notified and product has been returned.